Event description:
Complainant alleged that while attempting to defibrillate a male patient in his 40's, the device displayed a "poor pad contact" message. The clinician pressed down onto the electrode and the message cleared. The device was then charged to 200 joules; however, failed to discharge. The patient was then transported to the hospital staff where another defibrillator was obtained to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.